Event description:
The customer reported that a pt went into asystole and vtach and expired. No red alarms were present.

Manufacturer narrative:
The customer did not provide the serial number. The hospital biomedical engineer tested the device using a simulator and could not duplicate the issue. A philips field service engineer visited the site and found that all ECG alarms were disabled at the bedside and not at the central station. A nurse stated that she disabled the yellow alarms at the central station. The user thought that they were only disabling the yellow alarms, however, when disabling ECG alarms, all alarms are disabled (not just yellow alarms). Alarm log files and recording logs were retrieved and reviewed by a philips clinician and an engineer. The alarm logs show that the pt's bed had no data or activity for four months in 2008, which supports that the beside monitor was disconnected from the network and reconnected four days later. Analysis of the recorder logs also supports the network disconnect where automatic recording was not available for four days, however, during this time, manual recording was available and 3 manual recordings were performed. Based on the log files the automatic recording capability was reestablished. The device did not malfunction. The device remains in use at the customer site.